Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a "crack in the return pipe/having that current issue". Discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. No problem was found. The device was operating as intended. The cause is unknown. The return tube and membrane were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.